Manufacturer narrative:
H3, h6: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing could not duplicate the reported issue. Device passed accuracy testing with 21.8 ml accuracy. The downstream occlusion (dso) sensor failed accuracy testing. The manufacturer representative replaced the dso sensor, dso seal, and dso bezel.

Event description:
It was reported that the pump showed an error. Per the nurse, the pump showed 0 ml but the bag/cassette was not empty. There was unknown patient involvement, and unknown signs or symptoms.